Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose level in the 500s mg/dl. The customer was treated with intravenous saline and insulin, and was released from the ER 5 hours later with no permanent damage. Reportedly, the fill estimate was not accurate and registered 0 units of insulin. Tandem technical support performed a system check and did not identify a cause for the alleged issue. Customer reverted to manual injections for insulin therapy.